Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient's blood glucose (bg) was 450 mg/dl with frequent urination and thirst while the patient was off the pump. The reporter stated that the pump was accidentally put in washing machine with the laundry. This report is being made due to the patient's alleged hyperglycemic event that resulted from placing the pump in the washing machine.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed visible moisture in the display. The keypad was found to be torn around the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump was opened and the keypad was found to be leaking. There was moisture found on the printed circuit board. The pump was unable to power on and investigation was unable to be completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (placing the pump in the washing machine).